Event description:
It was reported that the external pulse generators (epg) had experienced cracking in the cable connector ports. It was noted that the plastic ring inside the right atrial (ra) and right ventricular (rv) ports where the connector pin attached was cracked. The epg subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had experienced cracking in the cable connector ports. It was determined at analysis that the epg had a backlight issue with the connector on the main printed circuit board (pcb). The hanger o-ring was missing. The keypad surface was compromised. The encoder stems were contaminated, but functional. Two knobs were contaminated. The hanger screw was contaminated. The lower case was dented. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.